Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 439mg/dl, and she treated with a bolus through the insulin pump. During the call, the customer mentioned that the paramedics came to her home as she had a nervous breakdown. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer stated that the insulin pump alarmed no delivery while changing the infusion set, and the cannula was almost bent. Advised the caller that the insulin pump is functioning as designed. No further information was provided.